Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no sample or picture available for evaluation. DHR review for lot number 1801380 shows all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2015 (january 24th - 25th, 2018). Syringes were assembled in machine, nº4267, in lot #8022710 (january 22nd - 29th, 2018). Research has found no problems, defects or qn related to the reported issue. Investigation conclusion: based on the customer feedback, we think that the reported issue could be related silicone oil. This silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. Correct presence and quantity of silicone in the syringe is evaluated in our routine manufacturing controls. In that case, we consider that because of some temporary issue in the siliconization process, there could have been an excess of silicone causing the reported nonconformance. Root cause description: no root cause can be determined as no samples were received. Rationale: we can ensure that the probability of finding this kind of defect is low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd emerald¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.